Manufacturer narrative:
Product ID: 3387-40, lot# j0427852v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: j0427852v, ubd: (B)(6) 2008, UDI#: (B)(4) ; product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had not been using the system for a long time and the impedances displayed on the clinician programmer were all >2000 ohms. The caller was not with the patient to do further troubleshooting. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the cause of the high impedances was not determined. The system had been off for a while and would be explanted at some point. The issue was resolved at the time of the report.